Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer reloaded the same cartridge and resumed insulin use. Ultimately, the customer reverted to an alternate method insulin therapy.